Event description:
It was reported by the patient that she underwent a myomectomy on (B)(6) 2013 and suture was used. The patient states that she is now experiencing an allergic reaction to the suture. She has hives, difficulty breathing, and generalized itching. She also states that she went into anaphylactic shock three times. She also has experienced a lupus flare. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-05728. The same patient is represented in each medwatch.